Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR" error message during powering on was confirmed during functional testing and based on the archive data review. The root cause of the system error was due to a defective processor board, likely attributed to wear and tear. The autopulse platform was manufactured in october 2008 and is over 11 years old, well past beyond its expected serviceable life of 5 years. During visual inspection, a bent battery lock was observed on the returned autopulse platform. Also. A sticky clutch plate was identified. The bent battery lock and sticky clutch plate were likely due to wear and tear, both issues are unrelated to the reported complaint. The bent battery lock needs to be replaced and deburring needs to be performed to remedy the sticky clutch. The archive data could not be downloaded due to the defective processor board. However, the platform and interfacing pc were able to communicate, and therefore, the archive data was reviewed and showed system error, user advisory (ua) 136 (internal parameter corrupted); thus, confirming the reported complaint. The initial functional test failed due to returned autopulse platform displayed "system error, out of service, revert to manual CPR" during powering on. Thus, confirming the reported complaint. The defective processor board needs to be replaced to address the system error issue. Awaiting customer's approval on service repair. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial #30376) displayed "system error, out of service, revert to manual CPR " upon powering on. No patient involvement.